Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID# (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was selected for treatment of a 99% stenosed lesion in the peroneal artery. The lesion was treated in an antegrade direction, and when attempting to spin in a retrograde direction, the oad became stuck. There was no clear indication as to why the oad became stuck. A dissection was observed. The patient was transferred for surgical removal. During surgical removal, a perforation was identified. It was unknown if the perforation occurred during the initial procedure or during retrieval efforts; however, the physician's opinion was the oad contributed to the perforation. The oad was successfully removed, and the vessel was ligated, which also resolved the perforation. Post-procedure, overall blood flow had been improved. The patient was stable following the procedure.